Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was leakage at the connection part between the product and saline. The event occurred during pre-test. There was no patient involvement and no patient harm/adverse event reported.